Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the battery depleted in 1 to 2 hours and that a recharge was needed every 1 to 2 hours to use the therapy. The issue occurred at the end of (B)(6) 2017. (The patient had an appointment with the physician on (B)(6) 2017.) The ins was programmed with eight contacts (0+, 1-, 2+, 4) using 7 volts, 350 us, and 80 hz. According to the patient at an appointment on (B)(6) 2017, the patient was able to recharge with good coupling and there were no issues noticed with recharging. It was unknown what factors may have led or contributed to the issue. There was no issues noticed with the pocket. It was unknown what diagnostics or troubleshooting was performed. The ins was replaced (with anesthesia). It was unknown if the issue was resolved. There was no further patient complication associated with the event.

Manufacturer narrative:
Analysis found no significant anomaly with the ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please reference manufacturer report number 3004209178-2017-22296 regarding the short noticed on 2017 (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. The historical impedances were not available. It was not known if the impedances were checked prior to explant. The ins did not experience any overdischarges while implanted. It was further reported that a short noticed on (B)(6) contributed to the patient having to recharge the ins every 1 to 2 hours to use therapy.